Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 16 mmol/l (288 mg/dl). The pod was reportedly leaking while worn for between 37 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, an insulin injection of 1.5 units was administered and a new pod was applied. The pod was discarded.